Manufacturer narrative:
H11: the customer could not confirm or duplicate the reported failure. H10: the field service engineer (fse) performed performance verification (pvt) in accordance with the manual to resolve the issue. The unit has returned to service.

Manufacturer narrative:
Report date: 04sep2021. (B)(6).

Event description:
The customer reported that diagnostics of malfunction (low battery charge). The device was in use; no patient or user harm reported. The customer confirmed the reported failure. Further information is pending.